Event description:
Patient reported pain during stimulation at the site of the electrodes. At a follow-up visit, the stimulator was unable to communicate with the external devices. Subsequently, the full system was explanted and returned to the manufacturer.

Manufacturer narrative:
Testing of the stimulator revealed abnormal stimulation and impedance, however the cause is unknown. The stimulator was used for occipital nerve stimulation (ons) therapy. The clinical environmental conditions that the device was exposed to are unknown and likely contributed to the source leakage condition. This failure was not observed during spinal cord stimulation (scs) therapy, product testing, and design verification and validation of this device. Examination of the leads and extensions connection of a misalignment was observed during inspection. The leads exhibited damage to the distal ends, with the coil of the first lead exposed and stretched. A broken wire was observed within one of the extensions. Both leads displayed limited continuity issues and were likely due to excessive force during removal. The device history review (DHR) was reviewed and no anomalies were noted. Reviewing of the manufacturing records did not revealed any applicable discrepancies. All devices are 100% tested at the time of manufacturing.